Event description:
It was reported to covidien on (B)(6) 2010 that a (B)(6) clinic had an issue with a rigid yankauer. The clinic uses the yankauers for the purpose of irrigating the rectum and colon with fluids. The customer reported that they had a pt where the yankauer could not be removed from the patient's rectum. Staff at the clinic tried to remove it, but was unsuccessful. The clinic called an ambulance and the pt was taken to ed with the yankauer tube in situ.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.